Event description:
Persistant irritated throat and cough believed caused by faulty product. About a 1 1/2 years I started developing a constant irritated throat and cough. I had an upper scope to stretch my throat, but it was not to check my irritation or cough. I have not had an evaluation on the cause, but I believe that bipap could have caused the condition.